Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per medical records in pi, revision of liner and femoral head for dislocation, shell and screws for revision for unspecified reason. Update:(B)(6) 2014 head and acetabular revision due to chronic dislocation.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was confirmed through clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: a revision surgery of a rejuvenate stem (12/19/2013) can be confirmed but increased metal levels at that time cannot be confirmed. A subsequent revision can be confirmed for recurrent dislocation (03/20/2014, note: the stated existence of metallosis and poor tissues at the prior revision was not confirmed). A third revision (05/18/2021) can also be confirmed during which component to component impingement was noted with notching of the femoral neck and some metallosis in the tissues. Additional medical records would be required to define the event further. Root cause: the root cause of the first revision was pain and concern with the association of a recalled implant. Stated increased metal level could not be confirmed. The root cause of the second revision was instability. The root cause of the third revision cannot be ascertained without additional medical records. That said, impingement and notching of the femoral neck was noted at the time of the revision and this could certainly explain the concern and/or finding of increased metal levels (if confirmed) and metallosis. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical information by a clinical consultant indicated: confirmation: a revision surgery of a rejuvenate stem (12/19/2013) can be confirmed but increased metal levels at that time cannot be confirmed. A subsequent revision can be confirmed for recurrent dislocation (03/20/2014, note: the stated existence of metallosis and poor tissues at the prior revision was not confirmed). A third revision (05/18/2021) can also be confirmed during which component to component impingement was noted with notching of the femoral neck and some metallosis in the tissues. Additional medical records would be required to define the event further. Root cause: the root cause of the first revision was pain and concern with the association of a recalled implant. Stated increased metal level could not be confirmed. The root cause of the second revision was instability. The root cause of the third revision cannot be ascertained without additional medical records. That said, impingement and notching of the femoral neck was noted at the time of the revision and this could certainly explain the concern and/or finding of increased metal levels (if confirmed) and metallosis. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Per medical records in pi, revision of liner and femoral head for dislocation, shell and screws for revision for unspecified reason. Update: - (B)(6) 2014 head and acetabular revision due to chronic dislocation.